Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Patient reported date of birth february-(B)(6). The exact date was not provided.

Event description:
It was reported that after 2 day of patient use the oral/nasal, soft seal® cuff tracheal tube became kinked and the patient's ventilation failed. The reported "passive" kink was a result of the patient's mouth. The incident resulted in the patient desaturating. The patient received general anesthesia by "curare" administration and the tracheal tube was extubated and replaced. It was additionally reported that the patient had pneumonia which was probably the result of tracheal tube removal and replacement and "antibiotherapy change". The patient received inhalation, a change of "antiotherapy", and an extention of mechanical ventilation. It was reported that the patient was dependent of mechanical ventilation system. The incident was reported as resolved.

Manufacturer narrative:
One portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was returned for investigation. A visual inspection was performed and no visual discrepancies were detected. Functional testing confirmed the radius of the device was formed correctly, and the blue line was in the correct orientation and not twisted. A review of manufacturing, assembly, and packaging process documents was conducted and no discrepancies were found. An audit of the production was floor was conducted and no discrepancies were found, the radius of the samples were correctly formed and the blue line was in the correct orientation. Based on the evidence, the complaint was not confirmed, and no root was cause determined.